Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery led lights are not lit when unit is plugged in. There was no reported pt involvement.